Manufacturer narrative:
This case was reopened on february 08, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side(exact date not reported) . The patient was revised on unknown date due to unknown reasons.

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received a durom acetabular component on an unknown date. The patient is currently being monitored due to unknown reason. No other information was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Manufacturer narrative:
Additional information was received on september 09, 2017. The op report and labels were sent by the lawyer. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision surgery due to unknown reasons. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. A field safety notice (fsn) was issued to all durom acetabular cup surgeons of record outside the u.s. Detailing the results of this investigation and emphasizing the importance of using the prescribed surgical technique. Enhanced surgical techniques were also issued to further emphasize proper technique with an additional warning statement, already documented in the instructions for use which accompanies the devices. Verification of training was required from each surgeon. Failure to verify completion of the training by the required date resulted in the surgeon being denied access to the durom acetabular cup. Zimmer (B)(4) considers this case once again as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A liability claim was raised. The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. The patient was implanted a metasul durom component for acetabulum, uncemented, 54/48, code on the right side on (B)(6) 2005. The patient was revised on unknown date due to unknown reason. No other information was received.